Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review and labeling review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints for lot 66089ud01 did not identify an increase in complaint activity for the issue. A ticket trending review did not identify any trend regarding commonalities for lot number 66089ud01 and issue. A device history record review did not identify any related nonconformances, potential nonconformances or deviations associated with lot number 66089ud01 and complaint issue. The overall performance of the architect stat high sensitive troponin-I assay was reviewed using field data from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay lot 66089ud01 was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for a 35 year old male with a history of a myocardial infarction and three months post-surgery (august). The following results were provided (male reference range is <0.0342 ng/ml): troponin result= 0.162ng/ml; historical result from november= 0.153 ng/ml the patient has a high homocysteine, but no symptoms of myocardial infarction, normal liver and kidney function, and normal myocardial enzymes. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I for a 35 year old male with a history of a myocardial infarction and three months post-surgery (august). The following results were provided (male reference range is <0.0342 ng/ml): troponin result= 0.162ng/ml; historical result from november= 0.153 ng/ml. The patient has a high homocysteine, but no symptoms of myocardial infarction, normal liver and kidney function, and normal myocardial enzymes. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.